Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed as the right cylinder tip appeared to be in the distal tip of the left corpora. The implant worked, but everything appeared to be twisted. A 16cmx12mm spectra penile prosthesis was implanted.